Event description:
A malfunction was reported by the customer regarding their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted them in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if issues arose again.